Event description:
The recipient reportedly experienced skin flap breakdown and a flap infection. Revision surgery was performed on (B)(6) 2019.

Manufacturer narrative:
The recipient's device was reportedly repositioned.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection resolved. The recipient resumed device use. This is the final report.